Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on radius, non-penetrating nicks, and stress marks. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: a sharp pattern on radius of broken device assessed, as a surgical impact opening, for the stress marks in the shell.